Event description:
The customer reported that she was hospitalized last (B)(6) 2014 due to low blood glucose. Customer's blood glucose was 110 mg/dl. Customer stated the blood glucose at the time of admission was 41 mg/dl. Customer stated did not have the sensor and basal rates needed to be changed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).